Event description:
Customer reported going to the hospital for high blood glucose on (B)(6) 2014. Customer was having issues with her infusion set insertion sites. She inserts in the back, and it seems to work fine, but on her legs it does not work. Customer stated she has a lot of muscle because she works out a lot. She went to the hospital because her blood glucose was high and would not come down. Her blood glucose was 400 mg/dl when admitted. She was dizzy, weak, and had trouble sleeping. At the hospital, customer's blood work was fine. She was given medication to help with sleeping. She was advised to speak to her endocrinologist regarding her highs and lows. Customer declined troubleshooting for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.